Event description:
Updates on the event reported: the patient was undergoing a lithotripsy at the time of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and updates. Further communication with the customer conveyed the following information: when asked if the procedure was completed, he answered ¿unknown - customer who sent the scope in is biomed and does not have any details of the event and the users did not keep any details of it as this was not a reportable event for them, in their mind. There were no patient injuries or medical interventions associated with this event. It is also unknown if the device was inspected prior to use. No other details provided .

Manufacturer narrative:
Device evaluation of the returned device, the reported issue was confirmed. It was found that the outer tube at distal tip was damaged through melting and peeling, leaving the tip with a sharp edge. In addition, the eye-piece cup was found broken, debris in the optical system was observed. Device history records were reviewed and showed the product met all specifications upon release. Based on the device inspection results, physical damage found on the device was most likely due to user mishandling. Laser damage to the distal tip is a known phenomenon that may occur from direct or reflected energy by misfiring of laser during a procedure. The device (instruction for use) IFU states: keep the distal tip of any electrode, probe, laser fiber, or other ancillary device in the field of view at all times when active. If additional information becomes available this report will be supplemented accordingly. Olympus will continue to monitor the field performance of this device.

Event description:
Damage to distal tip of the device was reported. There was no patient involvement or user injury reported due to the event.